Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited noise with oversensing. However, no pacing inhibition was noted. This lead was surgically abandoned. No additional adverse patient effects were reported.